Manufacturer narrative:
Further information from the reporter regarding events have been requested. No additional information is available at this time. The events of swelling, tenderness, and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions "patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details." Adverse events per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment possible treatment site responses include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Postmarket surveillance "the following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery."

Event description:
Healthcare professional reported patient was injected at another facility in the lateral cheeks with 2ml of juvéderm voluma® xc and in the nasolabial folds and marionette lines with 1ml of unspecified juvéderm®. Two months later the patient presented to the reporting physician with swelling, tenderness, and nodules at the injection sites. Kenalog injections were provided as treatment and the patient is doing better. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00590 ((B)(4)). This is the first MDR submitted for the first suspect product, juvéderm voluma® xc.

Event description:
Symptoms resolved three weeks after treatment.